Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed, rewound itself, and delivered insulin into the customer's body during normal use. The blood glucose reading was 151mg/dl. It was also mentioned that insulin squirted out during the manual prime process, but the customer was not wearing the insulin pump during prime. Troubleshooting was performed, and the drive support cap appears to be normal. During the call, the caller stated that the customer was hospitalized for high blood glucose, and it was caused due to a possible overdose of insulin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.